Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because the issue could not be replicated. The was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site was verifying the driver it was not sitting in the divot of the stealth air reference frame and was able to verify. The site stated that the tap and universal drill guide (udg) were both inaccurate when navigating. The udg was verified with the bit guide. The passive planar blunt verified and was anatomically correct. When they tried to re-verify instruments it would state verification successful but show a yellow line instead of green. The inaccuracy was 2-3mm medial in the anterior posterior (ap) and lateral in the lateral view. The site tried re-verifying instruments and took another spin and the inaccuracy continued. They brought in the other navigation system at the site and that was accurate. Update from the manufacturer representative stating that the reported issue could not be replicated. Navigation was aborted causing a 30 minute delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.